Manufacturer narrative:
The device was not explanted and the reported issue has been resolved. The manufacturing record was reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had experienced pocket tenderness following implant procedure. There was no sign of infection. The physician aspirated clear fluid from the pocket site and the symptoms have improved. The patient is recovering well and is experiencing effective therapy.